Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patients right atrial (ra) lead had dislodged. The lead exhibited varying impedance levels and failure to sense and pace in the appropriate chamber. The lead was reprogrammed and a lead revision has been scheduled. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.